Event description:
A user contacted support indicating that shortly after inserting a light absorbency tampon at the end of their period they started having dizziness, anxiety, and feeling like they were going to pass out. Later they had chills throughout their entire body which caused them to shake aggressively. They then started getting a fever and had symptoms of hypotension. They realized they started feeling terrible after putting a tampon in so they immediately took it out and within 20 minutes all symptoms were gone. The tampon was in for less than 2 hours total. The user stated that they had never experienced this set of symptoms before with a period product, it was not their first time using a tampon, there were no pre-existing medical conditions/allergies/drugs that might have caused this to occur. The user did not seek medical attention because the symptoms went away. Although unconfirmed, these symptoms are consistent with the onset of tss and therefore are being reported as an adverse event.

Manufacturer narrative:
Information from this event will be included in our complaint and MDR trend analysis.